Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on the right atrial (ra) lead leading to continuation of atrial arrhythmia, at device classified termination of events.  The ra lead remains in use. No patient complications have been reported as a result of this event.